Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient reports in (B)(6) 2019 that they were at the healthcare provider's for 2 hours and they kept shocking her head trying to program her device that it made her feel headaches. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.